Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the user saw crack in the seal of the hs iii proximal seal system 3.8mm therefore they didn't use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Seal was cracked at the outer side of the coil. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .218 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode "crack seal" and the analyzed failure mode "failure to load" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the user saw crack in the seal of the hs iii proximal seal system 3.8mm therefore they didn't use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.